Event description:
It was reported that this right atrium (ra) lead was not able to be successfully implanted due to helix didn't fully extended; it also exhibited noise while testing in the psa. The lead was then successfully replace. When the lead was received by the post market quality assurance laboratory, it was found that the lead had an inner coil fracture. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrium (ra) lead was not able to be successfully implanted due to helix didn't fully extended; it also exhibited noise while testing in the psa. The lead was then successfully replace. No adverse patient effects were reported.